Event description:
It was reported that the patient had received several inappropriate lead noise oversensing. The patient was hospitalized due to patient's pregnant status with expected delivery in a week. The patient underwent c- section for childbirth. Few days later, the lead was capped and replaced. Both, patient and child are in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).